Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was unknown, but the caller believed it was related to the insulin pump. The customer¿s blood glucose was 11 mg/dl at the time of passing. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.